Event description:
Pt reported obtaining back-to back blood glucose results of 430 mg/dl and 52 mg/dl, while using the suspect device. Pt indicated that, based on the result of 55 mg/dl, he had some raisins. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.